Event description:
Per the clinic, open circuits were noted on all electrodes subsequent to the patient sustaining head trauma in early (B)(6) 2026. There are plans to explant the device and to re-implant the patient with a new device; which was successfully performed on (B)(6) 2026.